Manufacturer narrative:
Device name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned stuck in cartridge. Visual inspection found the cartridge tip damaged. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reported indicated that the surgeon loaded a cc4204a intraocular lens, +22.5 diopter and the lens got stuck in the cartridge. There was no patient contact and the back up lens was used. The reporter stated that the cause of event was unknown.